Manufacturer narrative:
A patient had a lead replacement due to lead position was reported to abbott. As a result, the patient's right lead was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported the patient experienced ineffective stimulation since implant due to the leads placement. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.